Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Reported incident - implant failure with the broken screw during surgery.

Manufacturer narrative:
The agent reported "(implant failure with the broken screw during surgery. Initial report 6/19 (the baseplates central screw broke off into the patient) male, 70)." The screw was left in the patient, therefore the reported problem could not be confirmed. This event occurred during surgery near the patient. The components were inspected and acceptable prior to surgery. There was another suitable device available, however, the incident did cause a 1 hr. Delay in surgery. There was no risk or adverse event reported and the surgery was completed as intended. Surgical components condition can be determined while being used for its intended purpose. This does not indicate a product deficiency, failure, or issue. No further action is deemed necessary at this time. A review of the device history record(s) show that the reported component, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The rsp baseplate, 508-32-204 rev k lot 769p2496 DHR (wo attached) shows all the parts, (B)(4) pcs., were acceptable. The rsp baseplate, 50832204 rev k lot 34186 DHR (rec. Attached) shows all the parts, (B)(4)pcs., were acceptable. There are no indications from the DHR that show a material, design, or manufacturing deficiency in the product. Complaint database review showed no previous complaints against item 508-32-204 lot no. 769p2496, across all failure code categories. The root cause for this complaint is that the baseplate center screw broke during surgery and left in the patient. There are multiple factors that are outside of the control of djo surgical that may contribute to an event. High loading of the implant beyond the limits of design, improper installation, conditions of the bone or preparation of the bone prior to the installation of the baseplate may have a role in the screw breakage. The cause cannot be determined with certainly.